Manufacturer narrative:
No information has been reported that the device was returned to any of the olympus locations. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; the print circuit board temporarily malfunctioned. The connection between the device and an endoscope was incomplete, or foreign matter had adhered to the electrical contacts. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that an error b30 occurred. There was no report of patient injury associated with this event.